Event description:
It was reported by service report that the bed was stuck at high height; the motion interrupt pan was broken, and the siderail was not locking in upright position. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: damaged motion interrupt pan; litter stuck at high height, and siderail not locking in the upright position.